Manufacturer narrative:
Additional MFR narrative additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7088945 product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7089276.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason despite good faith efforts. The location of the devices is unknown. No additional adverse patient effects were reported.